Event description:
Two self-inflating airlife ambu bags regularly stocked in the e.r. And purchased through allegiance by hosp were indentified as having failed to reinflate while in use during a resuscitation in the ER in 2003.